Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During a esophagogastroduodenoscopy of the esophagus, when the physician attempted to deploy the bands, it required the handle to be pulled twice for the band to come off the ligation head. Only two bands could be successfully deployed from the device. The physician tried to use a second device but the same issue occurred and only two bands were successfully deployed from the device. The procedure was completed with another of the same device. There were no clinical consequences and the pt was reported to be "ok". Refer to MFR report # 3005099803-2009-00556 for details regarding the second device.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and exp date cannot be determined. These codes were selected by the MFR based on info obtained from the user facility. A device history record review revealed no issues related to the reported event. There was no trend found for the reported event. The complainant indicated that the device had been disposed of so it was not available for analysis. Based on the analysis of other devices returned with similar issues, the most likely cause of the event was the ligator head teeth became damaged during use. The damaged teeth prevent the thread from deploying the bands correctly. Once one band is incorrectly deployed, it prevents subsequent bands from being deployed as they must be forced under the non-deployed band; increasing the force on the thread resulting in further tooth damage or the thread to break. It has been determined that the most probable root cause is design related.